Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) lead channel along with episodes of atrial tachy response (atr). A boston scientific technical services (ts) consultant discussed this is likely indicative of the device oversensing the respiratory rate trend (rrt) signal and recommended turning that off. Ts also noted that an increase in pacing impedance had occurred earlier in the year. No adverse patient effects were reported. This device remains in service.